Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2020. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down during patient infusion of propofol (dose, programmed amount and delivery rate unknown) with no alarm or notification while a patient was being examined via computed tomography (CT) scan. The patient was being treated for suspected intracranial hemorrhage and seizures. The patient was intubated and propofol was being delivered when the patient had to be examined using CT scan. During the CT scan, the pump was checked by the clinicians and noted to be working. When the patient was moved off the table, presumably at the end of the procedure, the pump was observed to be not functioning. Subsequently the patient experienced a seizure. Patient outcome and any medical intervention was not reported. No additional information is available.